Event description:
This spontaneous case report was received by regulatory authority from an adult female consumer in (B)(6) on 11-mar-2016 and forwarded to bayer on 04-aug-2016. The consumer's concurrent condition included nickel allergy. Her doctor was aware of the nickel allergy and this was checked three months after insertion; everything was fine at the time. On (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted. She was (B)(6) at time of insertion. Twelve months after insertion consumer started to experience events. She experienced pelvic pain, allergic complaints in eyes, incontinence, hip pain, legs pain, muscle pain, tiredness, mood swings, memory loss, concentration problems, vaginal secretion, and fluid retention in lower legs and feet. Consumer reported problems with movements. She contacted a doctor. A blood test was performed and nothing was found. Consumer was treated with physiotherapy. She was planning to remove essure. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. She was planning to remove essure. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, she started to experience pelvic pain after essure insertion. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 20-oct-2016: this adverse event report is related to a ptc and the bayer reference number for the (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1708 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. She was planning to remove essure. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, she started to experience pelvic pain after essure insertion. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.

Manufacturer narrative:
On 25-jan-2017: no further information received from patient; final report. Company causality comment: this spontaneous non-medically confirmed case report was initially received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Essure was removed. This event is anticipated in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, she started to experience pelvic pain after essure insertion. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 30-nov-2016: case became legal. Essure was removed. Further information has been requested. Company causality comment: this spontaneous non-medically confirmed case report was initially received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Essure was removed. This event is anticipated in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, she started to experience pelvic pain after essure insertion. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.